Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. A stryker service representative performed an evaluation of the customer¿s device and was able to verify the reported issue. After clearing the codes, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted stryker to report that their device had logged an event code in the memory which is related to a potential issue of the device deliver energy. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Section b5 executive summary of this MDR indicates: the customer contacted stryker to report that their device had logged an event code in the memory which is related to a potential issue of the device deliver energy. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient use associated with the reported event. Section b5 executive summary this MDR should indicate: the customer contacted stryker to report that an error condition occurred. The device gave the message "device not ready". There was no report of patient use associated with the reported event. The initial MDR report with FDA reference 0003015876-2024-00003 was sent in error. The reported issue was that the device gave a "device not ready" message. Error condition occurred (as may be indicated by illumination of battery/service indicator/event code/audible tones/failure of user test) but there has been no confirmation of a failure to the critical functionality of the device.

Event description:
The customer contacted stryker to report that their device had logged an event code in the memory which is related to a potential issue of the device deliver energy. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient use associated with the reported event.